Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿one-year follow-up after second-generation cryoballoon ablation for atrial fibrillation in a large cohort of patients: a single-centre experience.¿ europace. Doi:10.1093/europace/euv365. (B)(4).

Event description:
"One-year follow-up after second-generation cryoballoon ablation for atrial fibrillation in a large cohort of patients: a single-centre experience." Europace. Doi:10.1093/europace/euv365. A journal article was received which contained information regarding an ablation mapping catheter. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The literature publication reports the following complication: pericardial tamponade. No further patient complications were reported as a result of this event.